Event description:
It was reported that the personal therapy manager (ptm) had displayed the error code 8474-pump reset. The patient had attempted a bolus on (B)(6) 2014 around 10 pm and it was successful but on (B)(6) 2014 at approximately 8 am this error message was seen. At the time of the call the patient was not having any symptoms and was planning to take oral medication if needed. The physician was to be contacted regarding this event and the patient was then scheduled to see the physician and representative to have the pump read to determine which reset this was. The reset was verified as a low battery reset. A bolus was able to be programed for the patient and the logs were checked to ensure the pump was still running and it was. A pump motor stall and recovery in the logs was noted on april 13 as well near the time that the programming was taking place and at that time patient said he was starting to feel "crummy," had a "shaking feeling" and was also starting to have an increase in pain. This occurred around noon on (B)(6). This device delivered hydromorphone, baclofen, and bupivacaine. Additional information was requested. It was further reported that the baclofen was compounded baclofen. The stall did recovery within two hours but the cause was not known. Troubleshooting including restarting the pump at the same settings. It was unknown how the patient was currently doing as the patient has not contacted the physician. The pump was not explanted.

Event description:
Additional information received reported the patient had the error code of 8474 on their personal therapy manager (ptm) which indicated a pump reset. The patient was "sick and needed a replacement". The hcp wanted to try and "restart it again".

Event description:
Additional information received reported the patient had poor pain relief. There was no electromagnetic interference or MRI associated with the safe rate. They tried telemetry and restarting the pump. The patient was having the pump replaced today. It was noted the pump was due to expire, but the patient was unable to have surgery due to pulmonary complications. It was further reported the pump was replaced today. The pump showed safe state, reset occurred and the pump was currently alarming. They tried to silence it, but the appeared to have alarmed again because safe state was occurring again.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11023r49, implanted: (B)(6) 2002, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).